Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Subject is a (B)(6) male suffering from end stage liver disease, enrolled in preserve on (B)(6) 2016. An option¿ elite retrievable vena cava filter was placed the same day for contraindication to anticoagulation due to recurrent bleeding from esophageal varices. Subject was discharged on (B)(6) 2016. The subject was admitted to hospital on (B)(6) 2016 with bilateral lower extremity cellulitis, chronic venous stasis ulcers s/p right below the knee amputation, acute blood loss anemia, soft tissue penile swelli ng, acute on chronic renal failure likely atn infection, acute on chronic hyponatremia likely liver cirrhosis, chronic le edema venous stasis, chf, hypoalbuminemia, chronic dvts, alcoholic liver cirrhosis w/thrombocytopenia, transaminitis. The subject was discharge to a skilled nursing facility on (B)(6) 2016, where he is reported to have died. The pi recorded the death as possibly related to the ivc filter or procedure, on the basis that the exact cause of death was not clear from the medical record.